Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a blown fuse. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection identified that the fuse was blown. The cause of this event could not be determined. To address this condition, the fuse was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.